Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance greater than 3000 ohms on the right ventricular (rv) channel. Additionally, noise and oversensing was observed. The sensing and pacing impedance issues appear to have resolved after the device was programmed to bipolar sensing and unipolar pacing. No adverse patient effects were reported.